Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of wound dehiscence and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: necrosis and wound dehiscence . Article citation: "prepectoral breast reconstruction with complete implant coverage using double-crossed acellular dermal matrixs." Author: joon seok lee, jong seong kim, jong ho lee, jeong woo lee, jeeyeon lee, ho yong park, and jung dug yang; gland surgery. Vol. 8, no. 6, 10dec2019, pp. 748-757. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Through journal article "prepectoral breast reconstruction with complete implant coverage using double-crossed acellular dermal matrixs", it was reported patients experienced seroma, wound dehiscence, visibility/palpability, "varying degrees of satisfaction related to device appearance" and pain. Health professional later clarified ¿skin dehiscence revision implementation¿ and "symptom around necrosis was demarcated". The device remains implanted.